Event description:
Literature was reviewed regarding a patient who underwent robotic hybrid coronary aortic bypass grafting, followed two days later by transcarotid-access transcatheter aortic valve implantation (tavi) with a medtronic 29 mm evolut fx valve. As recounted, the patient required brief pacing for transient bradycardia following tavi but did not require a permanent pacemaker. A transient episode of atrial fibrillation occurred two days post-tavi, which was successfully treated with medication (amiodarone). At the eight-month follow-up, echocardiography exhibited a well-seated evolut fx valve with a single-digit mean gradient across the valve and no paravalvular leak.

Manufacturer narrative:
Citation: aluthman u, bafageeh sw, barnawi hi, et al. Feasibility of robotic hybrid CABG and transcarotid tavi for severe aortic stenosis and coronary disease. Jacc case rep. 2026;31(23):108031. Doi:10.1016/j.jaccas.2026.108031 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.